Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rapidsorb cortscr ø2 l4 2u was broken across the neck, between the shaft and the head, only was received the screw head. No other issues were identified. A dimensional inspection for the rapidsorb cortscr ø2 l4 2u was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 806.004.02s, lot # 249l180, manufacturing site: werk bio oberdorf, release to warehouse date : 15 .dec.2023, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when inserting the screw, the screw was broken. All the pieces were removed from the patient. Changed another one to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No further information is available. This report involves one 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 2 of 2 for (B)(4).